Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified left forearm. After an 5fr non-boston scientific (bsc) introducer sheath was inserted and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 5mm-40mm sterling balloon catheter. After angiography, lesion was dilated again with a bigger 6.0mmx40mmx40cm (4f) sterling balloon catheter. The balloon was first inflated at 8 atmospheres (atm) for 1 minute, however, after pressure was applied again for the second time at 13 atm for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with a 5mm sterling balloon. There were no patient complications reported and the patient was in good condition.